Event description:
It was reported that the cadd solis pump alarmed check for empty tubing or reservoir, alarm returned when attempted to cycle. The pump displayed residual volume was 24.5 ml. The patient reported the alarm returned within minutes after troubleshooting, so they were instructed to clamp the tubing and remove the cassette, but it was stuck; the pump was turned off, the cassette was gently tapped on a hard surface, then the pump was turned on, the tubing unclamped, and the pump restarted. The screen displayed running and reservoir volume empty in 11 hours 7 minutes. Alarm returned when pump attempted to cycle. The medication 5fu (5 fluorouracil) was infused. The pump was set to deliver 2.2 ml per hour, with a total volume of 100 ml and 24.5 ml remaining in the reservoir, and 3502 mg of medication had been given while 1612 mg remained. This event occurred while in use with the patient, at patient home. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.